Event description:
Avanos cortrak 2 nasogastric/nasointestinal feeding tube started having issues with being kinked, per report rns were trying to unkink or clog tube when patient had arrest in another unit. During next day in sicu [surgical intensive care unit], when self was trying to adjust tube, noted when pulled back tube that there was a bubble or part of the enteral tube with burst or defect in tube noted. Tube required being replaced. Initially placed [redacted], and issues started happening [redacted]-7 days later, with tube removed [redacted]-8 days after placement when defect was noted.